Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Followup was performed and it was reported that during implant the lead helix was not deploying. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix was disengaged from the helical channel; full lead was returned and analyzed. It was noted that blood/body fluid was on the distal conductor (not obstructed) and in/on the helix mechanism sleeve head. It was also noted that there was a tip seal observation. The helix will not extend due to being over retracted.